Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently entered the intended amount in the pump for the bolus; however, it ended up being too much insulin. Reportedly, the customer intermittently entered their own carbohydrate values instead of the amount of carbohydrates actually consumed. The customer's blood glucose (bg) level subsequently decreased to 32 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.